Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. This complaint has been evaluated. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. FDA registration number reporting site: 1049092 manufacturing site: 3005778470

Event description:
End user reports utis 2 x this year while using this product for intermittent catheterization. His symptoms are usually body chills, urethral irritation and just feels very bad overall. He also mentioned in the past being near septic in the hospital about 2 yrs ago when he had a foley catheter as well so utis is something he has struggled with in the past as well. He did go into md gets urine testing done each time and was placed on antibiotics he mentioned it was cephalexin which helps him to get rid of his utis completely each time. He is also on supplement "theracran" to avoid utis as advised by a previous urologist. He is not blaming the catheters for his utis but rather just occurred as a result of him cathing.